Event description:
It was reported that only 11 milliliters (ml) of sterile water could be withdrawn from a 20 ml pump at a pump replacement. It was already determined at the time of the call that the cause of the issue was not the needle or the kit components. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump was a new, out of the box pump, that they could not remove all of the sterile water from. The pump was never implanted, nor was it in contact with a patient. The pump was sent to the hospital laboratory, per the hospital protocol, and then the pump would be returned. A second pump was opened and used without any issues while removing the sterile water. The reporter noted they were not certain why they could not aspirate all the sterile water from the first pump.